Manufacturer narrative:
It was reported that the customer was using a bath bench in the shower and while the end-user was sitting on the bench, washing his upper torso, the leg broke off of the bench after which the end-user fell onto the tile shower floor. After the incident the end-user noticed that his left leg was bleeding, his right leg was scuffed and bruised and his right foot had a few cuts. The end-user reported that his right wrist and shoulder were also swollen with a cut on the back of his head. There was no medical treatment obtained at the time of the incident, the end-user reported that he took one of his pain pills and went to bed. The end-user reported that he woke up in pain the next morning (exact time period unreported) and decided to go to his doctor. The end-user reported that he had unspecified x-rays from an orthopedic doctor and results were noted to be negative for fractures. The end-user reported that his bruises are resolving and the right foot, which developed an infection after the incident, is being treated with unspecified intravenous (IV) antibiotics. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further patient, product or incident details to the manufacturer. No sample has been received for evaluation. Due to the reported incident, required medical intervention for the infection and in an abundance of caution, this is an MDR reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that while the end-user was sitting on the bath bench one of the legs on the bath bench broke and the end-user fell.